Manufacturer narrative:
Event year reported as 2018; however exact date of postoperative plate breakage is unknown. This report is for one (1) unknown tomofix plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a larger patient was implanted with a tomofix anatomical plate. On an unknown postoperative date, the tomofix anatomical plate broke. Customer wants to know if there are weight restrictions on the anatomical plate. The surgeon thought the anatomical plate might be somewhat weaker. Concomitant device: screws (part/lot number unknown, quantity unknown). This report is for one (1) unknown tomofix plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.